Event description:
Right hip replaced (B)(6) 2009. Left hip replaced (B)(6) 2012. Beginning (B)(6) 2018 noticed increased stiffness and pain in left hip, e.g., difficulty in putting sock on foot. Returned to surgeon who tested cobalt level. Diagnosed cobalt and poisoning. On (B)(6) 2019 prosthesis replaced requiring 2 - nights stay in hosp. Surgeon advised me not to do physical therapy, exercise due to possibility of replacement "ball" in hip joint becoming displaced. I lost ability to exercise and recreate during the period of disability and then convalescence. I also experienced shooting pains in my feet and hands, exacerbation of osteo arthritis pain and stiffness. I am now experiencing pain and stiffness in my right hip. I am currently undergoing a ablation process to expedite excretion of cobalt from my body. This is being done with a naturopathic dr I am paying for this out of pocket at considerable expense and time and discomfort. Blood test found cobalt level of 15.2. I'm generally healthy and active except for osteoarthritis and acid reflux. And cortisone injection in right thumb for "trigger finger" condition.